Event description:
It was reported that the rigid video scope had the image has interference stripes. The issue occurred during preparation before use for a therapeutic laparoscopic surgery. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: no image based on the results of the investigation, and since the customer device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the no image malfunction: caused by a component failure of the uc (universal cord) sheath. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.